Event description:
Customer reports, the active system produced a reading of 888 mg/dl which is outside the meter's numeric reading range of 10-600 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.